Event description:
Customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accutni) result generated by the unicel dxc 600i synchron access clinical system for one patient. Customer tested a patient sample for accutni and obtained a result of 2.45ng/ml which upon repeat gave 2 results of 0.04ng/ml. The erroneous result was not reported outside of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample was collected in plastic bd tubes with a gel separator and centrifuged at 3500 rpm. Qc was within the established ranges prior to and on the day of the event. System check performed on (B)(4) 2010 passed within specifications. Service was offered bci cts (customer technical support) but was declined by the customer. A clear root cause for this event has not been determined to date.